Event description:
It was reported that "surgeon was performing a 2 level lumbar decompression & fusion (l-4-s1). Surgeon prepared pedicle with straight gearshaft probe. The left s1 pedicle was tapped with a 6.5mm xia 3 tap. Surgeon sounded the pedicle wall with a ball tip probe. A 7.5mmx40 xia 3 screw was inserted into the left s1 pedicle. Surgeon felt the screw did not "bite" into the bone. Axial force was used on the screwdriver while inserting the screw. Surgeon did not like the feel of the screw and decided to obtain bicortical purchase. All other screws were placed, rods were inserted, blockers were placed & tightened. The left s1 blocker seemed to be recessed in the screw head of s1. The blocker & rods...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.